Manufacturer narrative:
No button error alarm was noted. The insulin pump passed the displacement test. However, intermittent escape and act button response was noted due to moisture damage to the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a scratched keypad overlay, a scratched case, a scratched reservoir tube window, cracked belt clip slot and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and an unresponsive keypad. The blood glucose reading was 7.3 mmol/l. No significant events leading to the alarm were observed and to revert to their back-up plan. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)